Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implantable pulse generator (ipg) system implant, the right atrial (ra) lead exhibited occasional sensed events. It was further reported that the ipg was pacing at one hundred beats per minute. The ra lead and ipg remain in use. No patient complications have been reported as a result of this event.